Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil windings were offset inside the introducer sheath. Conclusions: evaluation of the returned device revealed that the ruby coil embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance experienced while attempting to advance the ruby coil through the lantern could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached a few ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil into the lantern, the physician experienced resistance and the ruby coil would not advance out of its introducer sheath. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained continuous flush for part of the procedure. There was no report of an adverse effect to the patient.